Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of failure of the safety mechanism is confirmed and was determined to be related to the manufacture of the product. One 20 ga powerglide pro safety mechanism with its attached pink wings were returned for evaluation. An initial visual observation of the returned safety mechanism showed abundant blood residues inside the safety mechanism. The safety mechanism was taken apart carefully to examine the state of the red ring inside the device. After photographs were taken of the internal assembly of the safety mechanism, the red ring was carefully extracted from the blood residues and metal mechanism to identify the break in the ring. A microscopic observation revealed the red ring to be in an incorrect location inside the safety mechanism of the powerglide pro device. An examination of the metal spring inside the safety mechanism appeared to have no obvious sharp edges. The fracture surface of the red ring was observed to have a small section that appeared shiny and reflective. This failure was determined to be related to the manufacture of the product. This was determined to be a rare occurrence. A quality alert was issued to the applicable manufacturing personnel. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when pulling out the powerglide needle after threading the hub that typically houses and safetys the needle tip became unattached leaving an exposed sharp out to the clinician.